Event description:
A hospital in (B)(6) reported that an rt4851-18 infant circuit melted a one inch area about 10 inches away from the patient interface, which was a hudson prong, while in use with a servo I ventilator on non-invasive CPAP. This was being used in conjunction with the mr850 humidifier. The melt caused a circuit leak, which triggered the ventilator alarm. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the mr850 humidifier used in the reported incident was not returned for evaluation, nor was the circuit in question. Our analysis is accordingly based on the description of events and our knowledge of the product. The rt4851-18 infant circuit is not manufactured by fisher & paykel healthcare, nor is the hudson interface. Results: questions were sent to the hospital in an attempt to discover more details about the sequence of events, we specifically asked about external heat sources and device set-up. We also did not receive any photographs or other evidence of the reported damage. Conclusion: more information was sought from the hospital regarding this incident, but the information we were able to obtain was not sufficient for us to determine what could have caused the incident as reported by the hospital. The interaction between the various components, namely the humidifier, the sensing probes, the chamber, the breathing circuit and the patient interface is critical to ensuring safe and efficacious delivery of therapy. Our user instructions for the mr850 state: "the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance and compromise safety."